Manufacturer narrative:
Additional customer contact information:(B)(6). A getinge field service engineer (fse) inspected and checked the system settings of the instrument. Check that settings such as ip address are correct. Other operations were checked and there were no abnormalities. Unit cleared for clinical use is unknown.

Event description:
N/a.

Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported that during use on a patient, the cardiosave intra-aortic balloon pump (iabp) unit has poor communication with the hospital system. There was no health hazard to patients reported.